Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that both the display fridge stopped intermittently and unable to process to next step even some time. No video on the monitor display ¿ no video detected¿ massage came on the both the monitor screen. Functional testing included: 1. Checked the function and status during the self-test. 2. Observed the system's performance across all applications. 3. Inspected the monitor display, hdmi, dp video cables, and connectors. 4. Reset the ssd and computer connections. 5. Cleaned the patient data from the ssd to make it more space in ssd memory.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system was not booting intermittently, even though "hanging." It was suspected that this was due to the computer and ssd malfunctioning. "Through functional test" was done as troubleshooting. The results have not been provided.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764; product ID: 9736356, foreign country: india h6) multiple annex a codes were submitted for the event, annex a code, a1102, applies to rfr nav4123 while annex a code, a110201, applies to rfr nav4126. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not booting. There was a no video detected message on the screen. There was no patient involvement.